Event description:
Complainant alleged the medic was attempting to monitor an 80 year old female pt with an elevated heart rate and who was complaining of nausea and vomiting. The medic reported that he was unable to obtain any electrocardiogram tracing in leads 1, 2, or 3, with the device in either "AED" or manual mode. The medics were able to obtain another device to treat the pt. The complainant indicated that the pt was stable and that there was no adverse effect on the pt as a result of the reported malfunction.